Manufacturer narrative:
The supplemental is being filed to correct h9 as the previous information was entered in error and is not related to a product recall.

Event description:
No new information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited deformation of the front panel display section. There was no patient involvement.